Event description:
The implantable neurostimulator suddenly turned off during a recharge session when the battery was 50% full. A power on reset message was noted. The power on reset was successfully cleared with the pt programmer. When stimulation was turned back on, the pt didn't feel stimulation in his area of paresthesia. The stimulation level was turned up but the pt still didn't feel stimulation. The pt had not had any prior falls or trauma. The pt was at home at the time of the complaint; his status was reported as 'undetermined'. The pt's hcp had retired. The pt was provided physician listings. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.